Manufacturer narrative:
Trackwise (B)(4). Updated sections: b4, g4, g7, h2, h6, h10. Analysis of production: (3331/67/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/67/213) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/67/213) the overall 24 month product complaint trend data for the period jan 2020 through dec 2021. Was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/67/213) communication/interviews were performed to obtain all possible information.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro. During the installation of the vasoview 6 pro equipment, a failure in the cutting system is evidenced where the blade does not move to its corresponding position to be able to cut the branches respectively after their coagulation.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.